Manufacturer narrative:
(B)(4).

Event description:
Hcp (health care professional) reported an overdose. No further information was provided. A follow-up report will be sent if additional information becomes available.